Event description:
This device was returned with (B) (4) documentation from biotronik representative (B) (4). Per (B) (4), this system was removed due to infection and erosion. Linox sd 65/16, (B) (4), MDR 1028232-2010-00824, setrox s 53, (B) (4), MDR 1028232-2010-00825.